Event description:
Patient revised for squeaking in hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned items and review of the device history records did not reveal any related product problems, manufacturing deviations or anomalies. One patient x-ray was provided. Angle of acetabular cup cannot be properly determined with the x-ray provided. It cannot be determined from the x-ray that the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.